Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a drive support cap damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer does not know how it happened and their was crack in case. The customer was advised to return the insulin pump for analysis. The customer was advised that their going to replaced the insulin pump. No further information was reported.